Event description:
A patient was a code blue last evening at [time redacted]. The rn 1 reported that she went into the room three minutes earlier, and the patient was lying on his side with agonal breathing and his o2 was off. She yelled to a nurse to grab a vital signs (vs) machine and pulse oximeter. She then rolled the patient onto his back, he was not responsive to verbal commands or a sternal rub. Rn 1 and rn 2 verified he initially had a "dull pulse", but once turned he did not have a pulse. A code blue was called and doctor was present for the code. When the monitor station was called to ask what the telemetry was showing, rn 3 stated that the patient was not on telemetry. During the code it was noted that the patient was shocked once, give 1mg of epinephrine and was intubated at bedside. Doctor wanted to the monitor station to confirm when the patient went off of telemetry and it was confirmed that telemetry was lost 40 minutes earlier. Rn3 denied knowing that the patient was off telemetry "I was not aware". "There were no alarms going off". "I did not make the rn 1 or nt aware, because I didn't realize it." Rn 1 confirmed that she was not aware that the patient was off telemetry and the nt was also not aware. Clinical engineering sequestered the telemetry box and are doing their own investigation. An alert report was sent, but will need to be analyzed by clinical engineering. Manager, risk management, patient experience director and avp were made aware of the situation. Also spoke with nurse manager in ccu where the patient is now being cared for.